Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the peritonitis was manifested by abdominal pain and vomiting. The cause of peritonitis was due to an unspecified skin infection. On an unknown date, the patient was hospitalized for peritonitis and was treated with vancomycin injection (1g, every 72 hours, discontinued), ceftazidime injection (1g, once a day, discontinued) and amikacin injection (40mg, every 72 hours, discontinued) for peritonitis. The patient was not recovered from the event. Based on additional information received that the cause of the peritonitis was due to a skin infection, the baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.